Event description:
An unspecified error message was reported with the adc device. The customer was therefore unable to obtain sensor readings. As a result, the customer experienced hyperglycemia with symptoms described as nausea and a loss of consciousness and was unable to self-treat, requiring hcp administration of intravenous insulin. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the adc device. The customer was therefore unable to obtain sensor readings. As a result, the customer experienced hyperglycemia with symptoms described as nausea and a loss of consciousness and was unable to self-treat, requiring hcp administration of intravenous insulin. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)was returned and investigated. A visual inspection was performed on the returned applicator and cap; no issue was observed. The sensor cap was etained inside applicator cap, and applicator had fired correctly. Performed a visual inspection on the sensor patch and no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor was found to be sensor state 7 with event code 11 and sensor state 8 with event code 9 and 10 an indication that the sensor had terminated due to an intentional non-fatal error introduced by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. Data analysis is consistent with a failed insertion of the sensor tail. This indicates that the puck unsuccessfully applied with the sensor tail outside of the user¿s body. As a result, the sensor tail was damaged or had contact with surface blood or interstitial fluid creating a passed insertion check and limited historical log data. The puck was removed, and the puck terminated its function as designed after removal, therefore issues is not confirmed with failed insertion of the sensor tail. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the adc device. The customer was therefore unable to obtain sensor readings. As a result, the customer experienced hyperglycemia with symptoms described as nausea and a loss of consciousness and was unable to self-treat, requiring hcp administration of intravenous insulin. No further treatment was indicated. There was no report of death or permanent injury associated with this event.